Event description:
During an in clinic follow up, the device was unable to be interrogation via bluetooth (ble). Technical support was contacted and recommended an additional in clinic follow up. No intervention has been performed at this time. The patietn was stable and will continue being monitored.

Event description:
Additional information was received indicating the patient attended clinic and the device was able to be interrogated using bluetooth (ble).

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.